Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited elevated thresholds and high out-of-range shock impedance measurements greater than 125 ohms, with measurements around 130 ohms. Additionally, the non boston scientific right atrial (ra) lead exhibited high pace impedance measurements around 1,600 ohms. Both the rv shock and ra pace impedance measurements showed a gradual rise in measurements. It was noted that the rv lead was implanted in the middle cardiac vein, which may have contributed to the elevated capture thresholds. Furthermore, the implantable cardioverter defibrillator (ICD) exhibited normal battery depletion. Subsequently, the entire system was explanted and replaced. No additional adverse patient effects were reported. The rv lead was disposed after explant, thus will not be returned for analysis.